Event description:
It was reported that the customer was hospitalized twice for low blood glucose levels. The blood glucose reading was 24 mg/dl at the first admission, and 22 mg/dl at the second admission. The customer advised that the incidents were her fault and declined troubleshooting assistance for the insulin pump. She requested that the glucose meter be replaced. She stated that the first admission was about 3 weeks prior but she did not recall the exact details, and the second admission was on the day prior to the call. She stated that she had been eating less carbohydrates than normal due to weight loss, which led to the low blood glucose events. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.